Manufacturer narrative:
Date of event corrected to (B)(6) 2019 in initial MDR. Claim#: (B)(4).

Manufacturer narrative:
Event description corrected to state that a 13.7mm vticm5 implantable collamer lens of diopter -3.00/6.0/031 (sphere/cylinder/axis) was implanted into the patient's left eye (os). Work order search: no additional similar complaint type events found within associated lots. Claim#: (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted an implantable collamer lens into the patient's left eye (os). The surgeon reports excessive vault, glare/halos, significant reduction of irido-corneal angles (ica) and iris prolapse. The cause of the event is reported as "nomogram error." Attempts to obtain additional information have not been successful.